Event description:
Following successful insertion of chest drain in emergency department for relief of pneumothorax, the patient was transferred to ward with under water seal attached. Pneumothorax reoccurred. Additional information received (B)(6) 2011: the tube appears to have a kink near the hub, which may have cut off the drainage, causing the pneumothorax to reoccur. The customer now questions whether there is an issue with the material of the tube. Recurrence of pneumothorax. Removal of device and insertion of a different product required. No further adverse effects reported.

Manufacturer narrative:
Lot # unknown as not provided by reporter. Expiration date is unknown as lot # is unknown. Age of device unknown as lot # is unknown. (B)(4) - pneumothorax is not listed in the instructions for use. (B)(4) - kink is not listed in the instructions for use. Device manufacture date unknown as lot # is unknown. Event is still under evaluation.